Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has confirmed that the trunk cable, ECG ¿a¿ and ¿b¿, and ECG ¿c¿ and ¿d¿ cables being cut from the belt. Root cause: the root cause for cut cables was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.